Manufacturer narrative:
Balt USA reference: (B)(4). Conclusion of investigation pending analysis from legal manufacturer, balt extrusion. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "intracranial arteriovenous malformation embolization was performed. During the operation, the target vessel was superselected. Subsequently, the 007d guidewire was attempted to be removed, but it was found that the guidewire and sonic were stuck at the distal end. After being removed from the body, they still stuck. Later, sonic and 007 were replaced to complete the operation." Incident report form submitted for this complaint indicates that no patient injury was sustained.